Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited undersensing and loss of capture (loc) on the right atrial (ra) channel. In addition, the right atrial automatic threshold (raat) test had failed and there were high pacing thresholds. Further testing was recommended. Subsequently, this patient underwent a lead revision procedure, and the position was revised. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.